Event description:
A customer observed a non-repeatable false positive total b-hcg ii result from a patient sample tested on the vitros eci analyzer. The result was reported and questioned by the physician. A false positive result may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that qc results were as expected. Analyzer condition codes led the field engineer to replace parts and perform adjustments to well wash and signal reagent modules, returning the instrument to expected operation. The root cause of the event could not be determine definitively but is most likely instrument related.